Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 74-140mg/dl. Verified the strips expire 07/31/2017. Customer confirms the strips are stored properly and were first opened one month ago. Customer performed back to back blood tests, 86mg/dl and 95mg/dl not fasting. Reviewed meter memory: 117mg/dl (B)(6) 2015 04:36:00 pm fasting: no; 107mg/dl (B)(6) 2015 02:37:00 pm fasting: no; 116mg/dl (B)(6) 2015 10:50:00 pm fasting: no; 103 mg/dl (B)(6) 2015 08:51:00 pm fasting: no; 149 mg/dl (B)(6) 2015 07:05:00 pm fasting: no. Customer read 304 mg/dl and tested one minute later on other hand read 103mg/dl on 3/4, test was performed 90 minutes after meal intake, customer states he is following doctors orders on testing time.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 74-140mg/dl. Verified the strips expire 07/31/2017. Customer confirms the strips are stored properly and were first opened one month ago. Customer performed back to back blood test, 86mg/dl and 95mg/dl not fasting. Reviewed meter memory: 1:117mg/dlmg/dl (B)(6) 2015 04:36:00 pm fasting:no. 2:107mg/dlmg/dl (B)(6) 2015 02:37:00 pm fasting:no. 3:116mg/dlmg/dl (B)(6) 2015 10:50:00 pm fasting:no. 4:103mg/dlmg/dl (B)(6) 2015 08:51:00 pm fasting:no. 5:149mg/dlmg/dl (B)(6) 2015 07:05:00 pm fasting:no. Customer read 304mg/dl and tested one minute later on other hand read 103mg/dl on 3/4, test was performed 90 minutes after meal intake, customer states he is following dr's orders on testing time.